Manufacturer narrative:
The insulin pump passed self test and displacement test. Hardware low level failures confirmed in the pump history due to broken traces on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failures. The insulin pump was interrupted by hardware low level failures. Customer did not recall blood glucose at the time of incident. Customer was able to clear the alarm and finished rewinding however, the issue reoccurred. Troubleshoot was performed. Insulin pump will be returning for analysis.